Event description:
It was reported that this patient received approximately 30 shocks in a little over an hour, as a result of a supraventricular tachycardia arrhythmia. The patient had never received shocks, prior to this event. The arrhythmia was treated. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.